Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the infection had reached the scs lead site diagnosed via a surgical observation on (B)(6) 2015. The patient had developed an infection of the lumbar intrathecal catheter site after the catheter was explanted. The infection spread throughout the lumbar area, reaching the scs lead site, so the scs leads were removed. The patient was kept in the hospital for two nights following wound irrigation and debridement and lead explant surgery for monitoring of infection and intravenous (IV) antibiotic administration. The event resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had developed a lumbar wound infection. On (B)(6) 2015 surgical treatment including drainage and debridement of the lumbar wound incision was performed. Surgical observation showed yellowish gelatinous material suggestive of infection in the lumbar wound. Lab work sowed rare pseudomonas aeruginosa. The patient was prescribed zosyn 4.5gm intravenous (IV) every 8 hours for 7 days. On (B)(6) 2015 the patient was prescribed cipro 500mg by moth twice daily for 10 days. On (B)(6) 2015 a computed tomography (CT) scan with contrast was performed which showed post-operative fluid 2cm in diameter in the lumbar region. Lab work on (B)(6) 2015 showed c-reactive protein (crp) 2.6. Examination and palpation on (B)(6) 2015 showed the wound was healing well. Examination and palpation on (B)(6) 2015 showed the wound was healing well with one area still open. Event etiology was related to the implant procedure. The event resulted in in-patient or prolonged hospitalization. Event outcome was ongoing. The device system delivered hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the patient had an infection of the lumbar site (as previously reported) after insertion of a pump infusion catheter that also affected the lumbar scs lead. It was indicated that both (lead and catheter) were removed and device disposition was unknown. The infection was treated with antibiotics on (B)(6) 2015 and was deemed healed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.